Event description:
It was reported that although the probe was not inserted that deeply, bleeding was observed when the temperature probe was removed, so an otolaryngologist examined the patient and found that an eardrum perforation had occurred. Adverse event reported as sequelae, etc. There was no disinfection or sterilization, and no infectious disease occurred. There was patient involvement and patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.